Event description:
Instrument "tube" rotation very coarse, grinding, catching. Brand new instrument, not used, not repossessed. Three of three new instruments out of box defective. (Three of three completely different si instruments displaying the same "tube" rotation issue).